Event description:
Same case as MDR ID: 2134265-2015-01143. It was reported that the shaft detached and removal difficulties occurred. The 90% stenosed lesion being treated was located in the moderately calcified and moderately tortuosity mid to distal right coronary artery (rca). A dissection occurred by an unknown wire and was treated by implanting a non-bsc stent in the mrca. A 2nd non-bsc stent was unable to cross the drca, therefore a guidezilla guide extension catheter was advanced. However the guidezilla came into contact with the implanted stent and was unable to cross. The target lesion was dilated with a 3mm balloon, then the guideizilla was readvanced to the target lesion. A 24 x 3.50mm promus premier stent delivery system (sds) was then advanced into the guidezilla however it became stuck. Upon pushing and pulling to remove the device the sds the proximal shaft detached. The sds and the guidezilla were both removed. It was then noted that the guidezilla appeared to be partially detached and the coating damaged. The procedure was ended. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds); was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 192mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Traces of solidified blood were evident inside the balloon chamber, indicating the possibility of shaft damage during the procedure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. A visual and tactile examination of the outer and mid-shaft section found a longitudinal tear (approx 2.5mm) starting at the port bond skive in a distal direction. The type of damage evident was likely caused by the procedure guidewire while attempting to withdraw the device while experiencing resistance. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).